Event description:
Philips respironics has a recall. I received a confirmation on (B)(6) 2021 that my machine was one at risk. The confirmation number is (B)(4). My name is (B)(6), phone number (B)(6), email (B)(6). It has been nearly a year since I requested the new machine. I filled out the online registration for a computer illiterate friend of mine a couple weeks after I filled out my registration. He received his machine 2 months ago. I called a month ago and they said they don't send machines to p.o. Boxes. I gave them my residence address but haven't received a notification about a delivery time. Their call center doesn't have the ability to forward problems and no supervisor is available. My assumption is they will talk to you. Thanks for any help you can render. (B)(6). FDA safety report ID# (B)(4).